Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was unable to confirm the customer comment of not sensing patient intrinsic rhythm, the device passed all tests with no results outside limits. Analysis did note that the battery contacts were compressed. All found defective parts were replaced and all other identified issues were resolved. (B)(4).

Event description:
It was reported that the external pulse generator was not sensing the patient's intrinsic rhythm. The generator was returned for service. No patient complications have been reported as a result of this event.